Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had low blood glucose level. The customer¿s blood glucose level at the time of incident was 45 mg/dl. The customer reported that the insulin pump had no delivery alarm. The customer did 0.5 unit fixed prime and insulin exited and the customer was unsure if the cannula was bent. The customer changed entire infusion set. The insulin pump will not be returned for analysis.